Manufacturer narrative:
(B) (4).

Event description:
The stimulation was turning off when the pt was around loud music. Additional info was requested, but was not available at the time of this report.